Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter separation is confirmed but the root cause could not be determined. One photograph of a 4fr sl groshong nxt catheter was returned for evaluation. Inspection of the photograph found that catheter tubing was not visible on the distal end of the two-piece connector or anywhere else on the photo. It is possible that a portion of the catheter is still present inside the two-piece connector, but without the return of the physical sample for review, this cannot be determined. The photograph did not provide enough detail to determine the cause of the catheter separating from the two-piece connector. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported groshong PICC line inserted, goes into the venous system alone without connector (repair kit) of groshong kit. Patient had to go through intervention procedure to withdraw the line out. No serious injuries were there. Patient is fine.